Manufacturer narrative:
(B)(4). Physio-control replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly at the failure analysis center and was unable to duplicate the issue.

Event description:
Physio-control evaluated the device and found that flexing the therapy cable stops it from charging defibrillation energy. The device was not able to deliver defibrillation therapy in the reported condition. There was no patient use associated with the event.